Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2014; dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead demonstrated undersensing during atrial fibrillation (af) episodes. The ra lead rema ins in use. No patient complications have been reported as a result of this event.